Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017- 08579: it was reported the patient underwent surgical intervention on (exact date is unknown) where the entire cervical system was explanted which resolved the issue. The wound was not healing and the patient was at risk of developing an infection.